Event description:
It was reported that the patient's blood glucose level reached 21.6 mmol/l (388.8 mg/dl) with ketones of 0.7. The pod was worn between 36 and 48 hours on the arm. Hyperglycemia treated with a correctional boluses and a new pod.

Manufacturer narrative:
The pod was received in the fully deployed state. All battery voltages were measured to be below the expected, due to corrosion. An external power source was used to download the data. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the functioned as intended. Fluid flowed freely through the complete fluid path, initially. A leak test was done by clamping the distal tip of the cannula and rotating the ratchet gear while observing for any external or internal tears. An external tear was found in the soft cannula. Another leak test was done by clamping below the external tear and rotating the ratchet gear while observing for any internal tears. No internal tears were found. It could not be determined when the cannula was damaged. Corrosion was found on the top battery, pcb board, and bottom housing. It cannot be determined what caused the corrosion. No other damages or manufacturing deficiencies were found that would result in failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.